Manufacturer narrative:
Updated: a2, a3. Device evaluation: one smiths medical cadd-legacy duodopa ambulatory infusion pump was returned for analysis in used condition. During the investigation, no problems were found with programming the device. Review of the event log showed multiple occurrences of high-pressure alarms and the downstream occlusion sensor was replaced as a preventive measure. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Additional information was received indicating that the patient was not sure if they administered any extra dose while it was set to 9ml.

Event description:
Information was received indicating that the extra dose on a smiths medical cadd-legacy duodopa ambulatory infusion pump was set to 9ml in error. Per reporter, the pump was new and the patient set the dose with a nurse. It was reported that the extra dose was subsequently changed to the correct setting of 1.5ml. Current dose settings reported as: morning dose: 9ml; continuous rate: 4.2ml; extra dose: 1.5ml. No adverse patient effects were reported.